Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any the mesh devices may have caused or contributed to the events as alleged. Recurrence and adhesion formation are known inherent risks of hernia repair surgery, with or without mesh. Recurrence and adhesion formation are listed in the adverse reaction section of the instructions-for-use as possible complications. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Note the date of implant is an estimate as the exact date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents the ventralex st mesh (#1). An additional emdr was submitted to represent the ventralight st (#2). Remains implanted.

Event description:
The following was reported via maude event report (mw5079611): "I had an umbilical hernia which was repaired with ventralex st mesh (#1) in 2013. Then I formed another incisional hernia in 2015 which more mesh was used ventralight st (#2) during this surgery it was found I had extensive scar tissue to my bladder and some type of blockage. Then I had another recurring hernia in the same area as the first two surgeries and was fixed without mesh because of all the problems and pain and suffering I'm enduring. I'm scheduled to have both of the mesh removed in 2018."

Event description:
The following was reported via maude event report (mw5079611): "I had an umbilical hernia which was repaired with ventralex st mesh (#1) in 2013. Then I formed another incisional hernia in 2015 which more mesh was used ventralight st (#2) during this surgery it was found I had extensive scar tissue to my bladder and some type of blockage. Then I had another recurring hernia in the same area as the first two surgeries and was fixed without mesh because of all the problems and pain and suffering I'm enduring. I'm scheduled to have both of the mesh removed in 2018." Addendum based on additional information provided by patients attorney: the following was alleged by the patient's attorney: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st(device #1) on (B)(6) 2013 and (B)(6) 2015. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard/davol ventralight st. As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided by the attorney is device #1 is a ventralight st and the complainant name, address, phone number and email address. Should additional information be provided, a supplemental emdr will be submitted. Not returned.